Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections as a result of a break in the hypotube 78.5cm from the strain relief. The hypotube was also kinked at various locations along the shaft. This type of damage is consistent with excessive force being applied to the device during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, inability of the balloon to dilate in the lesion occurred. The target lesion was located in the right coronary artery. A 15mm x 1.5mm maverick² balloon catheter was used however the balloon could not dilate in the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a break in the hypotube.